Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), the right ventricular outflow tract (rvot) was balloon dilated and the coronary arteries were tested. A pre-stent was placed in the proximal rovt with the valve implanted within the pre-stent. Post-implant angiogram revealed significant paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was then performed. It was revealed that the stent and the valve were positioned close to the rvot inlet. The valve in the pre-stent was identified as not stable and during the bav the valve dislodged proximally 3-4 cm into the right ventricle (rv). Four additional pre-stents were implanted to secure the first valve. A second tpbv was implanted successfully, in a more distal location in the rvot to the first valve. No adverse patient effects were reported.